Event description:
Customer reported an alarm 2 followed by an alarm 26 associated with an occlusion issue. There was no adverse impact on the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support provided instructions for troubleshooting, but the customer declined to continue with the suggested steps. Instead, the customer changed supplies as necessary and resumed insulin therapy.